Event description:
It was reported that the patient experienced high ventricular rate episodes due to intermittent noise on the lead. The noise could not be reproduced. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.